Event description:
It was reported the patient¿s ¿leads migrated down the spine and were not covering the areas of pain¿ at the time of report. It was further reported the patient experienced ¿stimulation in unwanted areas¿ and was where she did not have pain and was not where she did have pain. It was noted impedance and x-ray testing was performed. A revision was to be scheduled ¿in 2-4 weeks," but was not yet scheduled at the time of initial report. Additional information was requested; a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) found the outer insulation was melted (breached) 24-25cm from the proximal end. Analysis of the anchor (s/n: (B)(4)) found it was unable to be moved and migrated to 6.9cm from the distal end of the lead.

Event description:
Additional information received reported that the lead revision was scheduled for (B)(6)-2013.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there was an anchor issue; insertion retention. It was stated that the lead migrated down due to the anchor issue. It was stated that the sutures around the anchor were into the fascia so the lead slipped through the injex bumpy anchor indicating a failed anchor. It was noted that x-rays were taken, reprogramming was attempted, and the impedances were tested. The complication associated with this event was less than 50% therapy relief at the lead location. It was reported that a new lead was placed with a new anchor. It was stated that the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.